Event description:
It was reported that after treatment of in-stent restenosis (via femoral access) on (B)(6) 2010 of a 3.0x15 promus rx stent in the left circumflex (lcx) coronary artery that had been implanted on (B)(6) 2010 (previously reported under another manufacturer report number), the patient presented with unstable angina and was re-hospitalized on (B)(6) 2012. Electrocardiogram (EKG) showed sinus rhythm, old lcx inferior myocardial infarction of age undetermined and no change found when compared to the EKG on (B)(6) 2011. Lab results revealed an elevated troponin-I 0.03 ng/ml level. (Reference range: 0-0.02 ng/ml). On (B)(6) 2012, myocardial perfusion imaging showed ischemia present in the inferolateral region and left ventricular systolic function was normal. On (B)(6) 2012, cardiac catheterization revealed instent-restenosis in the area from initial stent, for which the patient underwent laser atherectomy and deployment of an unspecified stent in the lcx. The outcome of the event is reported as recovered/ resolved and on (B)(6) 2012, the subject was discharged in good condition and without adverse patient sequelae from the hospital. No additional information was provided.

Event description:
Subsequent to the initial filed medwatch report, additional information received (B)(4) 2013 indicated that prior to treating the instent-restenosis on (B)(6) 2012 with the laser atherectomy and stent placement, the patient had undergone attempted treatment of the lesion with several unspecified cutting balloons and unspecified non-compliant balloons on (B)(6) 2012. As the attempted treatment on (B)(6) 2012 was unsuccessful, the patient was scheduled to return on (B)(6) 2012 for the laser atherectomy and stent placement. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There were no reported product deficiencies. The reported patient effects of angina, ischemia, myocardial infarction, and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.